Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 1 mg/ml duramorph at 1 mg/day and dilaudid at an unknown dose and concentration via an implantable pump for spinal pain. It was reported that the patient became overly sedated post-operatively and had to receive narcan. It was noted the operation was a pump implant on (B)(6) 2016. The dosing was high for a new implant (duramorph 1 mg/day with a patient activated 0.2 mg every 1 hr. X 20/24 hrs. Max 20 for a possible total daily dose of 5 mg). It was believed that the intrathecal dilaudid in addition to the dilaudid patient controlled analgesia allowed the patient to receive enough opioid to cause sedation. It was unknown what diagnostics were performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.